Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 08/25/2025 the reporter stated that on (B)(6) 2025 the user's device touchscreen was unresponsive. No adverse health effects were experienced and the user continued insulin therapy using backup therapy while awaiting a replacement device. The user was not transported to the hospital and no medical treatment was required. No long-term health effects were reported.